Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Additional information noted the patient¿s problem had not fully resolved and have elected to pursue treatment elsewhere.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with two syringes of juvéderm voluma® xc and two weeks later with one syringe of juvéderm voluma® xc in the cheeks. Approximately two months post injections, patient developed infection, redness, swelling, fluid accumulation and draining¿ on the right cheek. Treatment was noted as levaquin and hyaluronidase. Labs and a CT-scan testing were administered but results were not provided. Symptom is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-00070 (allergan complaint pr (B)(4)). This MDR is being submitted for the first suspect, juvéderm voluma® xc.